Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had been hospitalized with a blood glucose of 860 mg/dl with symptoms of vomiting, abdominal pain, and large ketones. The patient was treated by a relative with zephron. At the hospital the patient was treated by a doctor with morphine, tordol, and intravenous insulin. The reporter stated that the patient had received call service 064 alarms and had discontinued pump therapy at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of an alarm with the pump.